Event description:
During a remote follow up, a loss of capture and high pacing impedance was noted on the right ventricular (rv) lead. It was noted the patient had felt unwell and been experiencing fatigue, shortness of breath, and exercise intolerance. A lead fracture was suspected. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.